Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low leak co2 rebreathing risk error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer has a v60 that keeps alarming, and not going into standby; and not displaying the vt. The biomed was able to duplicate the standby issue. The customer then reported that the device also kept alarming a low leak co2 rebreathing risk error. While troubleshooting, it was noticed that the average air was reading 4.4 standard liters per minute (slpm) (when set to 0). The customer reported that the device has software 3.10; the customer then ran the zero calibrate flow sensor and now it reads 0 slpm. When turned back on, the customer reported that the device still displays the low leak co2 rebreathing risk issue. The customer then tested the air flow accuracy, and when the device was set to 10, the device had a reading around 3.5 slpm, with the average o2 was reading over 6 slpm. The customer claimed that the o2 was not connected. The customer reported having an extra flow sensor assy, and intended to have it installed. The customer reported that the flow sensor assembly resolved the flow, standby, and co2 rebreathing issues.